Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from user facility report forms (B)(4) that, several months ago, minute ventilation (mv) sensor noise was present on the right atrial (ra) channel. The patient was seen in the clinic the following week, and intermittently high ra pacing impedances were observed. Signal artifact monitoring (sam) programming was performed, which resolved the mv sensor noise on the ra channel. Additionally, about five to six months ago, this pacemaker triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement. Noise was also observed on the rv channel resulting in pacing inhibition, which caused the patient's heart rate to drop into the 30 beats per minute range. The rv lead was reprogrammed to a unipolar pace and bipolar sense configuration. Technical services discussed the clinical observations observed on both the ra and rv channels was likely due to a spring contact issue between this pacemaker and the competitor ra and rv leads. This pacemaker and competitor leads remain in service, and this patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed based on additional information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this pacemaker system displayed a high out of range right ventricular (rv) pacing impedance measurement. Technical services reviewed episodes, and no noise was observed. The representative could not reproduce the high impedance, and did not see any noise. Technical services discussed the clinical observations could be related to a spring contact issue with the competitor rv lead. The plan was to reprogram the rv lead to unipolar pace, bipolar sense. At this time, this pacemaker remains in service and there were no adverse patient effects reported.